Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was obtained indicating the ipg was replaced due to the device reaching end of service and no longer providing therapy.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced. The reason for the procedure is unknown.